Event description:
The surgeon attempted to implant an aq2017v 3 piece silicone lens. The lens stuck in the cartridge prior to insertion into the eye. No pt contact or injury. It was unknown what caused the lens to become stuck in the cartridge.